Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, the device showed temperature was abnormal on generator during test cooling system. Another similar device was used and it worked fine with the same generator to complete the procedure. There was a patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The water circulated normally through the sample. The sample did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.